Event description:
Customer reports that while use on patient, unit began alarming "low volume" and then "fail to cycle". Error code e31 was found in memory (solenoid fault). No patient injury reported.